Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000499425 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise -(B)(4). Updated field: b4, g3, g6, h2, h6 (health effect ¿ impact codes), h11.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2. Energy was not being delivered adequately to the tissue and branch failed to seal and bleeding occurred afterwards. Minimal blood loss reported. Harvester attempted to re-engage the branch to apply more energy and utilized the spot cautery. No other actions were required. Once vh-4000 swapped, no further incidents reported .the cord, adaptor and power supply were not inspected. . It did not pass the pre-cautery test. There was an audible beep from the power supply during activation, the beeping sound was heard when the toggle was pulled back to activate the device. The beeping was heard but seemed to have limited energy delivery being applied to bran. A new device was used to complete the procedure. The troubleshooting steps taken included swapping vh-4030 without resolution then vh-4000 swapped with resolution there was a procedural delay. There was no patient harm.